Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient received 12 shocks due to atrial fibrillation, and the device reached elective replacement indicators (eri) earlier than expected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.